Manufacturer narrative:
D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Claim# (B)(4). Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported a retrospective study published in the research square, entitled. "Clinical characteristics analysis of patients who underwent lens exchange or explantation after implantable collamer lens implantation." The article states that following an implantable collamer lens (icl) implantation procedure, patients experienced excessive vault, low vault, explant, and exchange. The study concluded that abnormal vault height after icl implantation is the main reason for secondary exchange or explantation surgery. Biometriccharacteristics, including higher crystal sagittal height, smaller ciliary processes, and wider ica, were associated with lowvault height. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.